Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address - street: (B)(6). Customer occupation = unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after a ureteral calculi procedure, the user discovered that the basket of a ngage nitinol stone extractor would not 'tighten' and the 'head end' could not enter the instrument channel. The malfunction was noted upon opening of the package as the user prepared to place the device for stone removal. The user replaced the device with a new ngage nitinol stone extractor to complete the procedure. There has been no impact to the patient reported.

Manufacturer narrative:
Summary of event: as reported, after a ureteral calculi procedure, the user discovered that the basket of a ngage nitinol stone extractor would not 'tighten' and the 'head end' could not enter the instrument channel. The malfunction was noted upon opening of the package as the user prepared to place the device for stone removal. The user replaced the device with a new ngage nitinol stone extractor to complete the procedure. There has been no impact to the patient reported. Investigation evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based upon the available information and results of the investigation, cook has concluded that the cause for the issue could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: the complaint device will not be returned to cook for investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.